Event description:
It was reported that when the device was used during an unknown procedure, the initial fire of the device was successful but the device would not fire after installation of second reload. A new device was used to complete the case. There was no consequence to pt,